Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 3 years and 5 months post implantation of a 26mm sapien 3 ultra valve in the aortic position, a valve in valve with a 20mm sapien 3 ultra resilia valve was performed due to stenosis. The valve in valve was performed with a unicorn.

Event description:
Additional information:as reported by an edwards lifesciences field clinical specialist, approximately 3 years and 5 months post implantation of a 26mm sapien 3 ultra valve in the aortic position, a valve in valve with a 20mm sapien 3 ultra resilia valve was performed due to early valve degeneration. The valve in valve was performed with a unicorn. According to the medical record a tee showed restricted mobility of the left coronary cusp and the right coronary cusp, stenosis or obstruction and a mean gradient of 59mmhg. The patient presented for a consultation with the structural heart clinic approximately 3 years and 5 months post implant. The record indicated the patient had severe aortic stenosis with accelerated valve degeneration. The patient was experiencing exertional shortness of breath at the time of the visit and in the months preceding the visit. The assessment and plan following the consultation was to schedule a transfemoral tavr with a unicorn of the neo left cusp and rca protection.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information. Sections: b5, b7, g3, g6, h2, h6 device code, clinical code, investigation conclusions have been updated.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported degeneration was confirmed based on the provided medical record. Due to unavailability of valve serial number, DHR review was unable to be performed. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. With the information available a definitive root cause for the event could not be ascertained. Review of the available information suggests that patient factors such as hypertension, hyperlipidemia and morbid obesity in addition to the progression of the disease process may have caused or contributed to the reported event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.